Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2014-23280. It was reported the pt was experiencing long durations of residual stimulation after her scs system was turned off. Subsequently, the pt underwent surgical intervention on (B)(6) 2014 and her system was removed.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.